Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was dim and difficult to see, resulting difficulty to give the correct bolus dosage. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.